Manufacturer narrative:
Additional information was received that the patient was given antibiotics and fluids were flushed as the intervention for the fluid build up.

Event description:
A report was received that the patient had fluid build up in the paddle incision site.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had fluid build up in the paddle incision site.

Event description:
A report was received that the patient had fluid build up in the paddle incision site.